Manufacturer narrative:
Information was received via published literature. (B)(4).please reference literature at the following location: (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that removal of the acetabular component was difficult due to extensive bone ingrowth into the fiber-metal mesh and that the femoral component was well-fixed. At the time of revision surgery the patient had a hip score of 100. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that the patient was revised due to recurrent dislocation at 47 months.